Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 49 mg/dl. Customer advised they removed the insulin pump while helping a friend move a trailer. Customer was advised to follow up with their healthcare provider because even though they are eating a lot of carbs their blood glucose is still low.